Event description:
It was reported that the screw of the adapter could not be rotated during op. The surgeon noticed that the screw was bent. The screw was removed with pliers. The screw was broken during removing.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Review of the device history records indicates the lot was manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The returned device is in used condition with minor damages consistent with normal use. The locking screw is dissociated from the device. The locking screw was inspected under 30x magnification. Evidence of overtightening of the screw in the locked direction was observed. The fracture surface of the retention collar of the screw indicated the collar fractured from excessive force applied to loosen the screw. This fractured the collar and allowed the screw to be fully removed, contrary to the design intent. The event was confirmed. The investigation determined the likely root cause of the event to be overtightening of the screw by the user. Continued application of excessive force in an attempt to loosen the screw resulted in fracture of the retention feature of the screw, allowing it to be fully unthreaded from the assembly contrary to design intent. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the screw of the adapter could not be rotated during op. The surgeon noticed that the screw was bent. The screw was removed with pliers. The screw was broken during removing.